Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. During troubleshooting with tandem's technical support, the pump passed all tests. The customer's blood glucose (bg) level was 350 mg/dl. The bg level was addressed with a bolus via the pump.